Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening linear on radius and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.